Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 chemistry analyzer. The customer repeated the sample and obtained results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective tubing. The fse replaced the ise tubing and cleaned the ise cells to resolve the issue. The beckman coulter internal identifier is case (B)(4).